Event description:
It was reported that sharps coll next gen 5.4qt red 20/pack was damaged. The following information was provided by the initial reporter: it was reported the product have holes around the top.

Manufacturer narrative:
H6: investigation summary : the customer provided photos with the complaint of holes in the side of sharps containers. These holes were immediately noticed and the complaint was verified. The supplier conducted an investigation with the information that was received. According to the DHR review process; the result showed there were no issues reported like short shot during the manufacturing process of the lot number 1012907 reported under this customer complaint. A review of the ncmr¿s was performed; the result showed that on last 12 months no ncmrs has been opened for short shot for the same part number. In accordance with the complaint reported a review to the current process was performed, and it was found that every time that machine starts operation, a mold change or every time that an adjustment it¿s required, a segregation of the units (three shots) molded must be performed and scrapped. Based on machine technical expertise, the failure mode presented on photos shows three units that belong to this kind of stoppages. Because of this it was proceed to evaluate the current process controls to segregate the pieces belonging to a restart process, the result showed that an automatic program was implemented on the robot that is used to take out the pieces from the molding machine to segregate the three first shots after any stoppage, as part of the following up on this recurrence a new evaluation will be requested to engineering department to determine if the current three shot after any stoppages are enough to debug the injection process until to get a stable process or if we need to increase the shots quantity to be segregated from the regular process. Additionally, a 100% visual inspection is being performed by the production department. The root cause of these failures was a wrong scrap segregation performed by operations personnel. H3 other text : see h10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4) . This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll next gen 5.4qt red 20/pack was damaged. The following information was provided by the initial reporter: it was reported the product have holes around the top.